Event description:
For the past week their meter would not turn on when inserting a test strip into the meter. Patient claims still taking set amount of medications when meter was not working. Patient made an appointment to visit the md tommorrow. Patient did not seek medical attention nor did the md treat them customer service was unable to resolve the issue and sent patient a new meter.